Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition to the above blower also dusty, also muffler and blower bellows, warning/serial number label will need replaced also due to half of the printing gone.